Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg); however, a bg value was not provided. Suspected cause was due to customer's increased physical activity and the correct amount of insulin on board (iob) delivered via the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.